Event description:
It was reported that patient had fever and staff noticed pulse of 40. The patient was subsequently sent to the hospital. Exit block was discovered and capture management failed to increase output. The patient was sent home with higher output and capture management on monitor. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).